Event description:
It was reported that the atrial lead warning triggered, and the lead had episodes of low impedance and noise. A myopotential sensing problem was also seen in unipolar. The lead will be reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 8,683 low impedance paces recorded post atrial lead warning on (B)(6) 2010.